Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was in the 400's mg/dl range and a manual injection was administered to address the bg level. The customer troubleshot the issue on their own and confirmed insulin was exiting the infusion set tubing and stated that the pump was currently working as intended. The customer's current bg level was in the 100's mg/dl range. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Cts reviewed the customer's t:connect data and found that the customer did not receive additional occlusion alarms after performing a supply change. The customer reported the pump would continue to be used for insulin therapy.